Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) patient was found by his wife to be unconscious on the floor. When medical personnel arrived, his heart rate was reportedly in the 40 bpm range. No episodes coinciding with these events were stored in device memory; however, trending data within device memory showed a sudden drop in heart rate. The patient is now reportedly on a ventilator, and is dealing with sepsis.

Event description:
--

Manufacturer narrative:
Additional information indicates that the physician believed the device worked appropriately as programmed, and that the patient's syncope and sepsis were not related to the device. Available information suggests that this patient remains on a ventilator at this time. The device was reprogrammed from ddi 40 to ddd 60, since device trending data showed the patient's heart rate dropping into the 40 bpm range during the time he passed out. This event will be updated if any additional information is received.

Manufacturer narrative:
An attempt has been made to gather additional information about this event. This event will be updated if any additional information is received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Approximately seven years later this device was explanted and replaced due to normal battery depletion.